Manufacturer narrative:
The pump was received with a blank display due to a corroded battery tube spring. Unable to confirm the low battery alert and unable to perform any tests due to the blank display. The pump was received with cracked battery tube threads, a corroded battery tube and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the pump had blank display. The customer's blood glucose level was unknown, but had been in the 200mg/dl range. Troubleshoot was conducted and the display remained blank. The customer was advised the pump would be replaced and returned for analysis.